Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was exposed to moisture. Her son was in the pool with the pump and now there is moisture and droplets under the lcd display. Customer's blood glucose was 271 mg/dl at the time of the incident. Troubleshooting was declined for high blood glucose. Customer was advised to revert to backup plan per hcp instruction. The insulin pump will be replaced and returned for analysis.